Event description:
Customer stated meter is reading mmol/l instead of mg/dl. No adverse event noted.

Manufacturer narrative:
(B)(4). This report is being filed due to the identification of a new failure mode for this device. Based on an investigation of existing complaints, we determined that this report should be filed and is now being filed based on the date of the complaint call.